Manufacturer narrative:
The reported events of the conductor coil observed protruding through insulation, sensing problem, capturing problem, and low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece. Visual examination found inner and outer insulations were cut and one filar of the outer coil was bent and protruding through insulation consistent with procedural damage.

Event description:
It was reported that during the initial implant procedure, loss of sensing, inadequate capture, and low pacing impedance were noted on the right atrial (ra) lead the ra lead was explanted and lead damage was visually observed. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.